Event description:
Device 1 of 2. Reference MFR report #1627487-2015-00375.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00375. It was reported the patient lost stimulation from one of the leads. Diagnostics revealed high impedances on one lead. The patient's system was reprogrammed resulting is partially-effective stimulation. Images taken showed no anomalies. The leads were explanted and replaced which resolved the patient's issue.